Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, during the most recent occurrence, the customer filled the cartridge with 440 units of insulin, and the insulin gauge initially displayed an accurate fill estimate of over 100 units of insulin. At the time of the reported event, the insulin gauge displayed 170 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 301 mg/dl, and was addressed with a correction bolus.